Event description:
The patient was reportedly experiencing decrease in performance. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. Testing showed that the device was functioning. Surgery to explant the patient's device will be scheduled.